Manufacturer narrative:
Phone number removed from grid (B)(6).

Event description:
The customer reported that the adc pcba for data acquisition malfunctioned.there was no patient involvement.

Manufacturer narrative:
During further investigation, the diagnostics log showed fourteen error codes indicating a spi bus issue.

Manufacturer narrative:
During further investigation (fi), a visual inspection the power management pcba and data acquisition cable assembly revealed no signs of damage or contamination. The boards and the cable were installed in an fi test ventilator. An attempt to start up the ventilator in normal ventilation mode and deliver breaths failed with error code 1007 (machine and proximal pressure sensor failed) occurring. The event log showed the following error codes: e/c 1007, 1104, 1105, 1106, 1107, 110e, 110f, 1110, 1113, 1115, 1118, 111a, 111b and 1127, indicating a spi bus issue. The problem was traced to a shorted spi bus line on the pm board that was caused by a failure of the line driver u16 (pin 9). U16 was replaced. The pm board was reinserted in the fi test ventilator and the ventilator was started up in normal ventilation mode and delivered breaths without errors occurring. The ventilator was power cycled every 30 seconds for at least one hour during which time the da to mc cable was flexed repeatedly and no errors occurred. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The spi bus line driver u16 on the customer returned pm board had failed by shorting one spi bus line. This caused vent inop-e/c 1007 on startup and other spi bus related error codes. Replacing u16 resolved the problem, the ventilator was started up and power cycled for 2 hours without errors occurring.